Event description:
The target lesion was proximal left anterior descending artery. The vessel was a de novo and concentric lesion. Aha/acc classification of the vessel was type b1. The lesion length was 15mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (3.0/15mm) at 10 atm for 40 secs. Cypher (3.0/18mm) was implanted at 14 atm for 20 secs. Post-dilatation was not conducted. Ivus was not conducted. The residual % stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Two yrs and two months later, the pt developed an acute myocardial infarction, cag was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and poba was conducted.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.